Manufacturer narrative:
(B)(4). The event of " silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reported "lymph nodes (axillary siliconoma) and breast implants illness (bii) including the following symptoms "fainting, heart palpitations, panic attacks, pulse fluctuations, dysphagia, high blood pressure, low blood pressure, headaches, muscle aches, tension, gastrointestinal complaints, shortness of breath, chest tightness and pain, asthma, lump in throat, diarrhoea, lymph node swelling, extreme hair loss, extreme sweating, body odour, puffy eyes, rash all over the body, jelly-like coughing up, fatigue, general weakness, drowsiness, loss of strength, ringing in the ears, forgetfulness, dry mouth, difficulty concentrating, tingling in the arms, deafness, impaired vision." Ultrasound, CT and MRI scans performed. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: pain-ndr: unable to confirm as it is a medical event not related to the device. Other-medical-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Malaise-ndr: unable to confirm as it is a medical event not related to the device. Dyspnea-ndr: unable to confirm as it is a medical event not related to the device. Dizziness-ndr: unable to confirm as it is a medical event not related to the device. Headache-ndr: unable to confirm as it is a medical event not related to the device. Skin-rash/dermatitis-ndr: unable to confirm as it is a medical event not related to the device. -silicone migration: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported events of "breast implant illness, fainting, heart palpitations, panic attacks, pulse fluctuations, dysphagia, high blood pressure, low blood pressure, headaches, muscle aches, tension, gastrointestinal complaints, shortness of breath, chest tightness and pain, asthma, lump in throat, diarrhea, lymph node swelling, extreme hair loss, extreme sweating, body odor, puffy eyes, rash all over the body, jelly-like coughing up, fatigue, general weakness, drowsiness, loss of strength, ringing in the ears, forgetfulness, dry mouth, difficulty concentrating, tingling in the arms, deafness, impaired vision" are non device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: pain-ndr: not applicable as the event is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Malaise-ndr: not applicable as the event is not related to the device. Dyspnea-ndr: not applicable as the event is not related to the device. Dizziness-ndr: not applicable as the event is not related to the device. Headache-ndr: not applicable as the event is not related to the device. Skin rash/dermatitis-ndr: not applicable as the event is not related to the device. ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. It is possible to determine the lot number 2806131 and catalog n-trf365 through the photos provided.

Event description:
Patient reported right side "lymph nodes (axillary siliconoma)". Patient also reported "breast implant illness, fainting, heart palpitations, panic attacks, pulse fluctuations, dysphagia, high blood pressure, low blood pressure, headaches, muscle aches, tension, gastrointestinal complaints, shortness of breath, chest tightness and pain, asthma, lump in throat, diarrhea, lymph node swelling, extreme hair loss, extreme sweating, body odor, puffy eyes, rash all over the body ,jelly-like coughing up ,fatigue, general weakness, drowsiness, loss of strength, ringing in the ears, forgetfulness, dry mouth, difficulty concentrating, tingling in the arms, deafness, impaired vision" all non device related. The device has been explanted.

Event description:
Patient reported lymphadenopathy.